Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-08958 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-may-2024, it was reported that patient faced five infusion set tubing leakage from site/connector events within past week. The set was in use 12-24 hours for all events. Blood glucose levels were 300-350 mg/dl for first two events and high (specific value unknown) for other events. Patient did exercise, drank water, and took correction injection via multi daily injections to address high blood glucose. He replaced infusion set and resumed insulin successfully. No further information available.